Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 652 mg/dl. The customer treated the high blood glucose with the pump to bolus and eventually had to user her pen to get the blood glucose under control. The customer stated there is bent cannula and patient already change her set before calling the helpline. Customer stated that her healthcare provider looked at the pump and advised that it is working fine.